Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed patient orders were not transferring to the pyxis stations, have placed all medstations on critical override. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) reviewed carefusion coordination engine (cce) xml messaging and identified over 4,000 messages stuck in the processing queue. Server access was established, services were verified as running normally, and extract transform load (etl) processes were confirmed operational. External messaging and all four .net tcp services were restarted, after which message processing resumed and the queue drained successfully. All messages were confirmed to be crossing, the user verified operation, and approval was granted to close the case. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.